Manufacturer narrative:
H3: product analysis: part # 9561524, lot # my23d001 visual inspection confirmed the small knuckle handle has broken. The damage to the flex arm appears to be from excessive force placed on the instrument during the tightening and loosening process. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during set up and prior to starting a micro disc procedure. It was reported that the locking handle of the flex arm popped off when tightening. There was no patient symptom reported. There were no further complications reported regarding the event.